Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The returned battery was evaluated and was found to be depleated. The device logs show the customer was manually turning the unit on and off, which will drain the battery prematurely. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.